Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler. The cycler failed the ast due to a grinding noise which was coming from motor b. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 04/28/2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. Despite the grinding noise encountered during the ast, the cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during fill 1 of their pd treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred prior to discovery of the fluid leak. After failing to bypass the alarm, the treatment had to be cancelled. When the cycler door was opened to remove the cassette, the patient stated fluid leaked out from the cassette compartment. The patient reported seeing a crack down the middle of the cassette, on the backside of the device where the film is. The patient stated they inspect the cycler sets prior to set-up, and did not recall seeing any damage on the cassette beforehand. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not complete their treatment. However, they performed a manual pd exchange the following day to make up for the incomplete treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient had not informed their peritoneal dialysis registered nurse (pdrn) of the reported fluid leak. The patient reportedly received their replacement cycler and the old cycler was picked up and returned to the manufacturer for evaluation. The cycler set was not available for evaluation as it was reportedly discarded.